Manufacturer narrative:
E1 - INITIAL REPORTER PHONE: (B)(6).

Event description:
IT WAS REPORTED THAT DEVICE ENTRAPMENT OCCURRED. THE 70% STENOSED TARGET LESION WAS LOCATED IN THE MILDLY TORTUOUS AND NON-CALCIFIED ILIAC VEIN. A ZELANTEDVT CLOTHUNTER WAS SELECTED FOR USE IN A THROMBECTOMY PROCEDURE. DURING THE PROCEDURE, AFTER THE CATHETER SPRAYED THE UROKINASE, THE CATHETER COULD NOT BE WITHDRAWN FROM THE NON-BOSTON SCIENTIFIC GUIDE WIRE AND BECAME SEVERELY STUCK. THE CATHETER WAS REMOVED TOGETHER WITH THE GUIDEWIRE; HOWEVER, THE CATHETER STILL COULD NOT BE SEPARATED FROM THE GUIDEWIRE WHEN TRIED OUTSIDE THE PATIENT'S BODY, AND WHEN REMOVED WITH FORCE, BOTH THE GUIDEWIRE AND THE CATHETER GOT DAMAGED. THE PROCEDURE WAS COMPLETED WITH ANOTHER OF THE SAME DEVICE. THERE WERE NO PATIENT COMPLICATIONS AS A RESULT OF THIS EVENT AND THE PATIENT WAS STABLE POST PROCEDURE.

Event description:
It was reported that device entrapment occurred.The 70% stenosed target lesion was located in the mildly tortuous and non-calcified iliac vein. A ZelanteDVT ClotHunter was selected for use in a thrombectomy procedure. During the procedure, after the catheter sprayed the urokinase, the catheter could not be withdrawn from the guide wire and became severely stuck. The catheter was removed together with the guidewire; however, the catheter still could not be separated from the guidewire when tried outside the patient's body, and when removed with force, both the guidewire and the catheter got damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient was stable post procedure.

Manufacturer narrative:
E1 - Initial Reporter Phone: (b)(6).Investigation results:Device History Record (DHR) reviewIt was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event.Labeling ReviewReview of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk ReviewA review of the AngioJet Zelante device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation conclusionBased on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Unintended Use Error Caused or Contributed to Event.